Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for evaluation. All available information was investigated and the reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported sleeve steering issue in this incident could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to the atypical movement of the clip delivery system (cds) which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed, degenerative and functional, mitral regurgitation (mr) with a grade of 3-4. Once in the left atrium and upon m knob application, the tip of the system deflected in the opposite direction as intended. The clip was not implanted and the cds was removed without reported issue. Another clip was successfully implanted, reducing the mr to 1 with a good outcome noted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.